Manufacturer narrative:
B3: the exact event date was not provided in the literature article. The publication date of the article was entered as the event date. D6a: the exact implant date was not provided in the literature article. Detailed product information was not provided to boston scientific. Based on the nature of the information received, we are unable to provide the complete unique device identifier (UDI) or other product-specific details. If additional information becomes available, a supplemental report will be submitted. Medina, c. S., jijelava, s., dancour, e., & wright, p. (2024, june 24). Middle meningeal artery embolization in the treatment of acute subdural hematoma: a case series featuring access through a carotid stent. Https://doi.org/10.13004/kjnt.2024.20.e16. Https://kjnt.org/doix.php?ID=10.13004%2fkjnt.2024.20.e16.

Event description:
It was reported in a literature article that the patient developed a subdural hematoma following the procedure, which required additional intervention. The aim of the study was to evaluate a method of access called intra-wall access, which enables physicians to reach the middle meningeal artery (mma) by navigating a catheter through the wall of a previously placed carotid stent. The study involved five patients who underwent mma embolization to treat acute or acute-on-subacute subdural hematomas (sdh). The patient involved is a 76-year-old male who presented after waking up with hemiparesis, facial droop and paresthesia of the left side as well as dysarthria. Computed tomography (CT) angiography revealed 100% occlusion of the right proximal ica and 90% stenosis of the left ica. Magnetic resonance imaging (MRI) confirmed an acute infarct in the right frontoparietal region, as well as acute punctate infarcts in the right frontal and left parietal lobes. The patient was eventually discharged to a rehabilitation facility in stable condition. The patient was on dual antiplatelet therapy with aspirin and clopidogrel. Three and a half months later, the patient underwent transcarotid artery revascularization (tcar) of the left common carotid artery and internal carotid artery. Twelve days after the tcar procedure, the patient returned to the emergency room (ER) with progressive right upper extremity weakness and a three-day history of headache. A CT scan of the head revealed an acute left frontal sdh with a left-to-right midline shift. Antiplatelet therapy was withheld. The patient underwent mma embolization. The embolization was successfully completed without compromising the integrity of the enroute stent or blood flow. The patient tolerated the procedure well with no complications.